Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) esg does not work. There was no harm to the patient.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG does not work. There was no harm to the patient.

Manufacturer narrative:
Date received by mfg(g3) in the initial emdr was incorrect. The correct date received by mfg for the initial emdr is 14-sep-2022.